Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2018-11881, reference MFR. Report# 3006705815-2018-02969. It was reported surgical intervention may occur later to address the issue. Reportedly, the reason was unknown.

Event description:
Product 3 of 3. MFR reference report: 1627487-2018-11881, and 3006705815-2018-02969. It was reported that the leads revised (B)(6) 2018 due to migration. Migration was confirmed with x-ray. Doctor went in and used the stylet to steer the leads back up to t6¿7. The leads were only repositioned, and not replaced. Patient reported having a fall prior to the issue. Effective stimulation has been re-established post operatively.